Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he has woken up with high blood glucose in the 300-400's mg/dl for the last 3 nights. Customer stated that he has been having trouble with blood at site and his heart was beating fast. Customer stated that he felt like he was dehydrated. Customer treated with a manual injection of 4 units. Customer stated that he would call back to troubleshoot because he is feeling better but not at his best. Customer stated that he started to bruise at the site and get bumps. Customer stated that 2 different health care professionals said that he should change his site if his blood glucose goes above 250 mg/dl.